Event description:
A malfunction was reported with code malf 12, but there were no notable events leading up to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurred.